Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. We are working on the device history record (DHR) review. Once we get more information, it will be submitted in a supplemental. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface sheath where air was flowing back into the side port. The sheath was replaced, and the case continued without any report of patient consequence. It is not known if resistance was felt between the catheter and sheath, but there was no difficulty withdrawing the catheter from the patient. Also, it was noted that there was some difficulty maneuvering the catheter. Air present in the side port tubing has the potential to mobilize, presenting a risk to the patient. As a result, this event is MDR reportable.

Manufacturer narrative:
A device history record (DHR) review was performed for this device on 4/6/2017: the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. (B)(4).